Manufacturer narrative:
Event date is estimated. It was reported that the patient had a procedure and did not place her device in surgery mode. This destroyed her battery. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg had become inoperable following a unrelated procedure. Surgical intervention was undertaken and the ipg was explanted and replaced.